Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report # 1627487-2016-02552. It was reported the patient is receiving an uncomfortable sensation from the therapy system. Surgical intervention is planned to address this issue.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2016-002552. Follow-up information revealed the pain for which the patient's system was initially implanted has subsided. The patient's system was explanted on (B)(6) 2016.